Event description:
It was reported that the health care professional (hcp) wanted a review of reports. Technical services (ts) reviewed the reports and found that this right atrial (ra) lead exhibited high out of range impedance. Ts noted that this appears to be a known issue as the device is programmed to pace and sense in the right ventricular (rv) lead channel only. The device remains in use. No adverse patient effects were reported.